Event description:
It was reported the programmer shut off and won't turn back on. No telemetry was reported for the programmer rf head. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not turn on. The power supply was found to be out of electrical specification. (B)(4) analysis confirmed no telemetry with the programmer rf head. The cable tested out of electrical specification.